Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. However, a photo of the device was provided that confirmed the failure mode. Without the requested patient-specific clinical information/documentation, further assessment of the reported post-fracture and ¿total replacement revision¿ could not be performed. A review of the provided intra-op image did show a fractured-post and supports the complaint; however, it did not provide insight into the root cause of the post-fracture. The clinical root cause and patient impact beyond that which was reported in the complaint could not be confirmed or concluded. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available, the medical investigation task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible potential causes could include but are not limited to the design of the device, unclear user instructions, procedural error, improper size of the device used, or material in use. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery of a jrny 1 bcs insert had been performed and the implant post failed. The adverse event was addressed with a revision surgery with a total knee replacement. The condition of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.